Manufacturer narrative:
It was determined that the issue was reported under manufacturer report number 1627487-2020-48076. Hence this is a duplicate of manufacturer report number 1627487-2020-48076.

Manufacturer narrative:
Event date is estimated.

Event description:
It was reported that the patient lost therapy due to an inoperable ipg and may undergo surgery to address this issue.